Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data revealed a rotational sensor malfunction as a false open reading was observed. This caused first prime to end prematurely and prevented the cannula and needle from deploying by the end of second prime. The pod was connected to a master pdm and a 5u test bolus was run; the rotational sensor malfunction was replicated. No damages were observed to the drive mechanism that would contribute to the rotational sensor malfunction. No other damages or manufacturing deficiencies were found during the investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy as intended and the pink slide did not move forward.